Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported during testing that the ventricular output was set above 20 milli amps and it only showed 18 milli amps on the epg (external pulse generator). It was also reported the ventricular output was not in specification. The epg was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis was not able to confirm the customer comment that the ventricular output was not in specification. It did find that the upper and lower cases, side bail covers and battery drawer were broken, that the ring cover and heart block were contaminated and that the ring was bent.